Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No bad battery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced possible temporary vent blockage. The customer's blood glucose value was unknown. The customer stated that insulin continued to drop after the motor stopped during the manual prime process. The customer stated that insulin did not continue to drip after letting go of the act button. The customer mentioned low battery and bad battery alarm and did not want to troubleshoot. The product was returned for analysis.